Event description:
It was reported that the threads were found broken. No injuries or delays reported. Back up available. No more information found.

Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned ref trial shell handle indicated that the threads tip has fractured off, confirming the stated complaint. The fractured off portion was not returned. This device was manufactured in 2009, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed part revealed no prior complaints for the listed batch. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.